Event description:
It was reported that a clearlink solution set did not flow during infusion in the neonatal intensive care unit. The reporter stated that a non-baxter infusion pump had an occlusion when the nurse attempted to administer a saline flush through the line after as needed (prn) fentanyl dose. Multiple troubleshooting steps were performed, and the infusion was successfully restarted with the same set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Age at time of event: the patient's exact age was not reported; however, this was reported to be a pediatric patient. Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye was performed and did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage under water test were performed and no flow was not observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.